Manufacturer narrative:
Subject: customer with quickvue otc picked the arrow sticker off of the test strip with the side of the reagent vial which splashed reagent into their eyes, customer rinsed their eyes with water but their right eye was irritated--tss advised the customer to seek. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.

Event description:
Customer with quickvue otc picked the arrow sticker off of the test strip with the side of the reagent vial which splashed reagent into their eyes, customer rinsed their eyes with water but their right eye was irritated--tss advised the customer to seek.